Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 was "intermittently dropping out." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was able to obtain measurements for all enabled parmeters. All alarm conditions were audible and visual. No product performance issues related to spo2 and pulse rate measurement was identified during functionality testing. The device was determined to be functioning as designed. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter zip code did not meet the minimum allowable character length, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 was "intermittently dropping out." No patient impact or consequences were reported.